Event description:
It was reported that the device shutdown while hooked to an asystole patient. Unit pacing lights remained on but screen went blank with no output to the patient. The caller discontinued use immediately. Caller believes battery in unit now is same battery as when incident happened. The caller measured the voltage at 8.65 v. The new battery measured 9.71 v. The device held charge for 36 seconds after battery was removed from device. Clinic has investigation open and needs further evaluation of device. The external pulse generator (epg) has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported device shut down; device passed all incoming functional tests and bench testing. Device ran in environmental chamber and after 48 hours no anomalies were observed. Analysis found the lead flex o-ring was stretched out. Battery returned with device measured 8.69 volts no load and under 128 ohm load battery measured 8.36 volts. (B)(6).